Event description:
A hospital in (B)(6) reported that the opt316 optiflow junior cannula was disconnecting from the 900pt531 breathing circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned to the manufacturer for evaluation. Our analysis is accordingly based on our knowledge of the product and the event description. Without a complaint device we are unable to confirm or determine what caused the problem observed by the customer. A lot check could not be performed as no lot number was provided. Our user instructions that accompany the product state: "under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. Ensure that all connections are secure during use". Patient monitoring is recommended".